Event description:
It was reported to boston scientific corporation that during a procedure that included a hysterectomy, sling placement, and an anterior and posterior pelvic floor repair, a pinnacle posterior pfr kit was successfully implanted for the posterior repair portion of the procedure. Following the closure of the incision, the physician performed palpations within the rectum to check for a perforation. While no perforation was detected, the physician observed "tenting" approximately 5 centimeters into the rectum. The physician attributed the tenting to the pinnacle mesh. The physician then reopened the incision and removed the pinnacle mesh from the patient's right side, following which, the tenting was relieved. However, at this time, the physician discovered a perforation in the extraperitoneal space in the rectum at the former site of the tenting. The physician stated that the perforation was caused by the rectal palpations, not by any of the treatments that were performed during this procedure. The perforation, which caused a "little" bleeding, was repaired by a general surgeon and the pinnacle mesh was removed from the patient. The posterior repair was then successfully completed via a perineorrhaphy procedure, following which the patient was hospitalized overnight. The overnight hospital stay was reportedly planned, and was not needed as a result of the rectal perforation. The patient was prescribed triple IV antibiotics to prevent infection and is reported to be "doing well" post-procedure. No further intervention is planned by the physician.

Manufacturer narrative:
Though the lot# is unknown, the complainant indicated that the device was not used past its expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.